Manufacturer narrative:
Review of complaint history and clinical literature.

Event description:
The MFR received notification from a durable medical equipment supplier (dme) that a pt receiving therapy from a bipap synchrony s/t bi-level continuous positive airway pressure device had expired during use of the device. The dme informed the MFR that an electrical storm had occurred in the area of the pt's home during the time the pt allegedly had expired; however, they could provide no additional evidence to support their belief that this storm could have adversely affected power at the pt's home and the operation of the bipap device. According to the dme, when the pt was observed by a caregiver at 4:30 am, the bipap system was delivering therapy and operating as designed. At a 7:00 am eval the pt was found to have expired and the bipap system to be powered off. The caregiver attempted to turn the bipap synchrony s/t on at the pt's bedside following the event, but the device would not power on. The dme reported that at the time of the event the device was powered through an ac power strip; however, the caregiver did not attempt to plug the bipap device into another electrical outlet to resolve the power problem, or determine if an ac power strip failure or a circuit breaker trip had occurred. The bipap synchrony s/t was taken to the dme facility for eval. The dme reported they found the device would power on, operate, and alarm as designed. The MFR's requests of the dme for further info regarding the condition and operation of the power strip had not been honored at the time of this report. The bipap synchrony s/t was returned to the MFR for eval. The MFR tested the device using post-service test procedures and found the device operated and alarmed as designed. The MFR believes the customer's allegation the failure of the bipap device to provide therapy caused or contributed to the pt expiring suggests the pt may not have been an appropriate candidate for bipap therapy without the use of additional ventilatory support and monitoring. This conclusion is based on the intended use of the MFR's device which states "the device is not intended to provide your total ventilatory requirements. The synchrony is to provide non-invasive ventilation in adult pts (>30kg) for the treatment of respiratory insufficiency (a condition in which the pt can maintain ventilation without mechanical support for some time) or obstructive sleep apnea. The device should not be used if you have severe respiratory failure without an spontaneous respiratory drive" (synchrony s/t user manual, part number 1003121, page 6, warnings, cautions, and notes and page 8, intended use). To determine if the alleged issue had previously been reported and if the event in this report was part of a trend, the MFR completed a review of their complaint database for the affected product. The review, including complaints reported to the MFR during the previous four years (2005 to 2009), revealed one similar complaint alleging an adverse event resulting from the loss of therapy from the synchrony device. A review of this complaint and the resulting adverse event record revealed the alleged event was likely caused or contributed to by the intentional off-label use of the synchrony device. The product's design, performance and labeling were concluded to not be contributing factors in the event and to be adequate in mitigating the risk of harm associated with inadvertent off-label use of the device. Based on this info the MFR concludes: there is insufficient info to support a malfunction of the device occurred and resulted in the device powering off; the mfrs tests revealed the device operated as designed. Product labeling is adequate to inform the use of the safe intended use of the product; (two previously reported complaints for similar issues were the result of intentional off-label use of the device). The pt's outcome was potentially caused or contributed to by the device being used in an off-label manner if the cause of the pt expiring was the result of the loss of bi-level CPAP therapy from the device. The MFR therefore concludes further action is not appropriate.